Event description:
It was reported that there was an incorrect french translation on the remote monitoring network. The right ventricular (rv) tip to coil impedance measurement is incorrectly labeled as being a left ventricular (lv) tip to coil impedance measurement. It was determined that the problem was software related, and a software fix is planned for the next release. The network remains in use, and there were no patient complications reported.